Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem- additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed because needle and cannula were fully in tact. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the¿arm,¿which is off label usage of the device,¿on¿(B)(6) 2020. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.